Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports that the catheter inserted radial or femoral does not work after a few hours. A blockage is reported. Impossible to do a pressure surveillance. A new catheter is required.

Event description:
The customer reports that the catheter inserted radial or femoral does not work after a few hours. A blockage is reported. Impossible to do a pressure surveillance. A new catheter is required.

Manufacturer narrative:
Qn# (B)(4). Additional information received from the customer indicates there was no patient injury and no medical intervention necessary. The device was inserted for less than 24 hours. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.